Event description:
The doctor was removing four wisdom teeth in his office with local anesthesia. The dental bur head snapped off and migrated down into the mandibular canal. The dislodged bur head was applying pressure against the mandibular branch of the trigeminal nerve causing numbness. The doctor had to perform a second surgery to remove the bur head.